Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was attempted to be upgrade to an implantable cardioverter defibrillator (ICD) system; however, the physician was unable to gain vein access due to possible adhesion with the chronic right atrial (ra) and right ventricular (rv) leads. The leads remain in use. No patient complications have been reported as a result of this event.